Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leak. Customer's blood glucose level was 299 mg/dl. Customer stated that the location of leak was reservoir. Customer was able to change the infusion set. Customer declined troubleshooting for high blood glucose. The reservoir will be returned for analysis.